Event description:
As reported by the edwards field clinical specialist, during a transapical transcatheter aortic valve replacement (tavr) procedure after the 26mm sapien transcatheter heart valve was deployed the patient remained hypotensive requiring the use of cardiopulmonary bypass (cpb) for approximately forty (40) minutes and administration of inotropes. The patient left the operating room off of the pump and was awake and responsive ninety (90) minutes post-procedure. According to the proctor present for the case, it is believed that this patient did not respond well to the rapid pacing during valve deployment.

Manufacturer narrative:
Per the sapien valve instructions for use (IFU) and the thv training guide, hypotension is a known complication associated with the transcatheter aortic valve replacement (tavr) procedure. Hypotension is required during balloon valvuloplasty (bav) and subsequent valve deployment, and is an effect of rapid pacing. In addition, hypotension can have multiple potential etiologies and contributing factors. In this case, it is possible the patient's underlying co-morbidities (e.g. Severe aortic stenosis, congestive heart failure, coronary artery disease) and the procedure itself contributed to this event. Per report, the patient did not respond well to the rapid pacing during valve deployment which resulted in significant hypotension. There was no report of any other complication during this procedure or valve dysfunction. The patient was reported as doing well one day post tavr. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.